Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that a hair was seen inside the IV set. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Initially one photograph was provided without lot information. Sample with packaging identifying lot# 0061683046 was received. Visual examination of the sample noted a hair present in the drip chamber. The provided photo displays the same defect. Based on the evaluation of the sample the reported defect is confirmed. The universal vented spike is a purchased part. The sample and all relevant information was forwarded to the supplier for further investigation. Based on the suppliers response, the molding area manager and assembly manager has informed all production employees about this occurrence. Shift managers have been requested to put max attention to notify any deviation in the application of the dressing procedure. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. If any additional pertinent information becomes available, a follow up will be submitted.